Event description:
Customer called to report a clenz (cleaner) leak, which was mixed with blood, on the counter of the coulter lh750 hematology analyzer, while shutting down the instrument. Customer stated that approximately 100 milliliters of the fluid had leaked. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the rinse cup was broken. The fse replaced the broken rinse cup, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak is attributed to the broken rinse cup that had cracked. The issue was resolved with the services performed by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).